Manufacturer narrative:
Corrected sections as of 27-aug-2020: h10: most likely underlying root cause changed from "mlc-28: there was not enough information to determine the mlurc" to "mlc-61: improper use / mishandled by end user".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for past medical attention. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of being disoriented. Medical attention is reported as a result of reported symptom. Customer went to the hospital a few weeks ago. Customer stated she called 911 and was told she was disoriented over the phone. An ambulance was sent to pick her up and transport her to the hospital. At the hospital, she was treated for diabetes and does not recall if her glucose was too high or too low. Customer was admitted to the hospital and stayed for about week. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer due to dead meter. The test strip lot manufacturer¿s expiration date is 04/27/2021 and open vial date is undisclosed.